Event description:
The ge oec 9800 fluoroscopy system locked up and required several re-boots to restore functionality.

Manufacturer narrative:
A ge oec service representative investigated the issue and could reproduce the errors. The pcbs were re-seated and needs flashed and re-loaded. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.